Event description:
Right implant ruptured, discovered during surgery and bilateral capsular contracture, baker grade 1, right-side. Date of event for capsular contracture: 3/2/2026.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B5.

Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned and found to have a shell failure and no discoloration. The device was unable to weigh. Upon device inspection, the explant was received in one piece and denotes delamination. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. Optical microscope images were taken of the areas. The observed result of shell failure is surgical instrument damage. Additional information: h6 tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right implant ruptured, discovered during surgery, right-side malposition, and bilateral capsular contracture, baker grade 1, right-side date of event for capsular contracture and malposition: (B)(6) 2026.